Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to complete its internal self-test was due to an isolated component failure within the pneumatic block while the sf74 was due an intermittent connection with the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint, however, performance testing could not reproduce the sf74. The pneumatic block was replaced and software upgraded to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.